Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 550 mg/dl and ketone level was high. Insulin injections and a bolus were used to address bg. Customer alleged pump was not delivering insulin when requested. Customer went to the emergency room and was hospitalized for diabetic ketoacidosis (dka). Healthcare provider identified ketones as dangerous. Intravenous insulin was administered. Elevated bg/dka were resolved. Customer was discharged on (B)(6) 2018. As the event occurred in the past, tandem technical support was unable to determine a cause of the event.